Manufacturer narrative:
No product was returned for investigation. The cause of the delivery issue was determined to be patient condition as the patient had calcification and resistance at innominate axillary artery preventing successful delivery of impella. The device passed all post sterile inspection checks.

Event description:
It was reported that implantation of an impella cp was aborted due to patient anatomy. The impella cp was prepped and backloaded on to the wire and was unable to pass innominate. The patient outcome is unknown.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention: section: warnings & cautions: cautions: "dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve." Section: warnings & cautions: warnings: "to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position." "To reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance."